Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family that the implantable cardiac monitor (icm) patient would dig into the their skin where the implant was "to the point of serious injury". It was further noted that the icm had no telemetry. The icm remains in use. No further patient complications have been reported as a result of this event.